Manufacturer narrative:
Omit : other occupation, report source other. Correction: initial reporter occupation, report source, PMA / 510(k)#. Annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex a : a23. Annex g : g0200802. Annex b : b01, b14. Annex c : c23. Annex d : d15. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of a device failed to alarm for air-in-line was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Testing performed observed the suspect pump module passing the air in line threshold product analysis procedure observed no anomalies. The results indicated the device to be operating within specification. Internal inspection observed no anomalies with any of electrical or mechanical components. Review of the pump module event logs identified that on 14 november 2024, at 8:14 am, the suspect device was attached to the pcu s/n: (B)(6), the ail bolus changed at 250l. At 8:15 am, the pump module an infusion was programmed at a rate of 500ml/h with vtbi of 100ml, and the infusion was started. Between 8:16 am and 8:19 am the pump module alarmed air in line four (4) times, then the user pressed pause. At 8:23 am the user pressed channel off. The bd alaris system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: devices were disassembled for this investigation. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the probable cause of the reported complaint of failure to alarm air-in-line is being attributed to the single air boluses being too small to trigger at the 250l single air bolus threshold. The suspect device was fully tested and found with no anomalies that would contribute to the reported complaint.

Event description:
It was reported that the nurse noticed some air bubbles pass through the line without the device alarming. The reporter is aware that is takes a certain amount of bubbles for the air in line to activate but they wanted to make sure the device wasn't defective. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the nurse noticed some air bubbles pass through the line without the device alarming. The reporter is aware that is takes a certain amount of bubbles for the air in line to activate but they wanted to make sure the device wasn't defective. There was patient involvement but no harm.